Event description:
Reported via a medwatch report, "patient intubated in the emergency department on(B)(6) 2023 with a 7.5 sheridan ett. On (B)(6) 2023 patient underwent a tube exchange due to frequent disconnections from the ett hub. Affected ett was sequestered and delivered to respiratory therapy leadership for follow up." Additional information states that it is unknown if the patient experienced any desaturation. It is also unknown what the current status of the patient is.

Manufacturer narrative:
(B)(4). Uf/importer report #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.